Manufacturer narrative:
Additional information was received from the affiliate stating the smoke was related to a printer issue and confirmed there was no haze/mist/vapor emitting from the unit. Therefore, this event is no longer being reported as a malfunction report subsequent to a serious injury.

Event description:
A customer reported an event of "smoke" (haze) emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.